Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Post-op fracture which led to revision. Surgeon is of view that revision was due to the patient's bone collapsing (i.e. The neck of the femur) post operatively, this revision was not device related.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the (B)(4) and international complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. However, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. (B)(4) has been established regarding root cause and/or corrective actions. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.